Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a medfusion® 3500 syringe pump was in use on a patient for vancomycin infusion over 1 hour, and it was observed that the pump stopped infusing after 6 minutes. The full dose was delivered during that time. Upon inspection by the reporter, it was observed that the pump only recognized a 1ml syringe for infusion and did not recognize 10ml, 30ml, or 60ml syringes. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed the device to be in good condition. A review of the analog sensors in the biomed menu of the device found that the value of the syringe size potentiometer did not alter. Further examination of the device found that the syringe size potentiometer was broken which resulted in the potentiometer being stuck in a position which read that a 1ml syringe was loaded. Investigation determined that the root cause of the reported issue was due to the broken potentiometer; however, the root cause of the broken potentiometer could not be determined. After repair and calibration, the device passed all functional and delivery tests.